Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an episode of supraventricular tachycardia (svt) noted that was diagnosed as ventricular tachycardia (vt). There was no inappropriate therapy noted due to this. The patient was stable and will continue to be monitored.